Event description:
A pt service rep (psr) assisting a (B)(6) female pt contacted zoll lifecor customer support to report that the pt's charger was not powering on. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery charger.